Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during an open colon procedure, the first assist positioned and fired the device with surgeon direction and assistance, and first (proximal) donut did not completely form. They pulled a second ecs25a, placed a second circular anvil and first assist positioned and fired the circular device again with assistance and direction from surgeon. Proximal donut was formed but very thin in one section. Surgeon oversewed and leak tested the anastomosis to complete the case completed with another device of the same product code. There were no patient consequences reported. No device will be returned.